Event description:
Following the successful deployment of the excluder bifurcated endoprosthesis, a proximal type 1 endoleak was noted. At the time the physician did not treat the leak. Two months postoperatively, the physician notified us that this leak has persisted and he is planning an additional endovascular intervention to treat this leak. The understanding of this event is that it is not directly related to the excluder device used in this case. Endoleaks are a known possible adverse event as stated in the instructions for use. Per the imaging guidelines and the post-operative follow-up sections of the instructions for use, the long-term safety and effectiveness of endovascular repair has not been established. Additional surveillance and possible treatment is recommended for type 1 endoleaks. No allegation of deficiency was made. Thus, no investigation is required and no communication with the physician is required.